Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between october 23-24, 2024. H11: the device was received for evaluation. Visual inspection on the returned unit via the naked eye noted fluid contained inside the device's cover (bottle) because the bladder had been ruptured. When the bladder ruptured, fluid from the bladder leaked inside the cover. The ruptured bladder was examined for the following signs of abnormality, and no signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause of the reported condition was an inherent variation in the material from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked when the bladder detached from the device. This was observed during storage/transport. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.